Event description:
There is something faulty with nipro's 3ml leur lock syringes with 22g 1.5" needles. When medication is drawn into the syringe, it appears that the plunger begins to dissolve. A black material comes off of the plunger and contaminates the medication in the syringe. I realized this during the 4th injection (the black particulate was large enough to readily notice). After my initial injection using these syringes, I felt more pain at injection site than I have previously with the same medication, chills, full body aches, and fever. It is likely that I've been injecting particulate along with medication.